Manufacturer narrative:
It was determined this event was reported under the incorrect manufacturer number. Please reference 0001825034 - 2019 - 04686 for any further communication and void this submission.

Event description:
It was determined this event was reported under the incorrect manufacturer number. Please reference 0001825034 2019 -04686 for any further communication and void this submission.

Manufacturer narrative:
(B)(4). UDI # n/a. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02463. Device evaluated by manufacturer? Not returned to manufacturer.

Event description:
It has been reported that patient dislocated the anatomical shoulder unknown months post implantation. But since patient suffered an myocardial infarction, was not revised immediately. Patient was revised due to dislocation two (2) years post implantation. No additional patient consequences were reported.